Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A67133-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, nabothian cyst, paratubal cyst and corpus luteum cyst. Family history included ovarian cancer. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6)-2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy.). Essure was removed on (B)(6)--2019. At the time of the report, the pelvic pain, uterine enlargement and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: insertion details-left-2 right -2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)--2013: bilaterally obstructed fallopian tube status post essure procedure. Pathology test - on (B)(6)--2019: final diagnosis: a. Uterus, cervix. Bilateral fallopian tubes and ovaries. Hysterectomy and bilateral salpingo-oophorectomy: - endomyometrjum: benign secretory endometrium and leiomyomas. - cervix: benign nabothian cysts. - right adnexa: benign paratubal cyst, - left adnexa: benign hemorrhagic corpus luteal cysts.. Most recent follow-up information incorporated above includes: on (B)(6)--2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The patient's family history included ovarian cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A67133) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, nabothian cyst, paratubal cyst and corpus luteum cyst. Family history included ovarian cancer. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy, cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine enlargement and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: insertion details-left-2 right -2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilaterally obstructed fallopian tube status post essure procedure. Pathology test - on (B)(6) 2019: final diagnosis: a. Uterus, cervix. Bilateral fallopian tubes and ovaries. Hysterectomy and bilateral salpingo-oophorectomy: endomyometrjum: benign secretory endometrium and leiomyomas. Cervix: benign nabothian cysts. Right adnexa: benign paratubal cyst, left adnexa: benign hemorrhagic corpus luteal cysts.. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- lot number added. Event medical device removal updated to pelvic pain. New reporter, medial history, concomitant drugs, lab data were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The patient's family history included ovarian cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.